Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the physician recognized resistance when removing the lead from the 3d locator. The physician was able to remove the lead by slitting and the coil was damaged. The lead was removed and replaced. There were no patient consequences.